Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.